Event description:
Patient presented to the physician with redness and purulent discharge at the chest incision site. Upon examination, an infection was determined, and antibiotics were prescribed. This resolved the issue.